Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient "blacked out" without any warning symptoms and fell from a 3-meter scaffolding. The patient was brought to the hospital by his wife at the hospital, the cgm was reading 178 mg/dl and the blood glucose reading was 128 mg/dl. The patient did not report any treatment provided by either the wife or at the hospital. The patient was given a pain medication by the doctor, but did not remember the name, and was discharged after 2 hours. The patient did not remember the cgm reading from the moment he lost consciousness. At the time of the report the patient had recovered and was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.